Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use a 980 ventilator went into backup ventilation. The patient was removed from the ventilator and placed on an alternate ventilator. Although requested, information pertaining to patient outcome (if applicable) has not been provided. The service engineer (se) inspected the device and found a diagnostic code relevant to the reported incident recorded in the ventilators memory logs. The device is undergoing evaluation and repair but has not yet been completed.

Manufacturer narrative:
Product analysis: a printed circuit board assembly (pcba) was returned to covidien/ medtronic¿s product analysis. A visual inspection of the returned components was performed and found that the pcba has some material leak into the board and a strong acidic smell coming from the pca. The returned component could not be installed into a test ventilator for analysis due to the contamination. An investigation was performed and the product analysis technician reported that the root cause was isolated to the contamination from an oxygen sensor being damaged. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.